Manufacturer narrative:
(B)(4). Date sent: 9/16/2021. Additional information was requested, and the following was obtained: the reported lot number 18604 is a shipping lot number, not a finished goods (device) lot number. Can you please send us the correct lot number? Answer = no additional information or product received after three times demand.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: when did the symptoms begin? What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. Was the device initially effective in controlling reflux? Was ph testing performed prior to explant to confirm recurrent reflux? After implant, was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. Is a replacement linx or fundoplication planned? When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? When and if the linx device is removed, may we ask that the device be returned for analysis?

Event description:
It was reported that the patient presented on (B)(6) 2021 with reflux discomfort. X-ray showed linx implant to be open. Linx was explanted. No fundoplication. Doi: (B)(6) 2016, doe (B)(6) 2021.

Manufacturer narrative:
(B)(4). Date sent: 107/2021. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. Additional information received: the reported lot number 18604 is a shipping lot number, not a finished goods (device) lot number. Can you please send us the correct lot number? Answer = no additional information or product received. The reported lot number 18604 is a shipping lot number, not a finished goods (device) lot number. This lot number has been removed from the ip page since we can not confirm the correct lot number and multiple attempts have been made to capture the correct lot number. D4.

Manufacturer narrative:
(B)(4). Date sent: 8/24/2021. Additional information was requested, and the following was obtained: when did the symptoms begin? (B)(6) 2021. What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. (B)(6) 2021. Was the device initially effective in controlling reflux? Yes. Was ph testing performed prior to explant to confirm recurrent reflux? Yes. After implant, was the device initially effective in controlling reflux? Yes. Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? No. Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? No. Did the patient have any other surgeries in the area? No. Was any additional imaging performed since device implant? No. Does the device appear to be in a continuous annular state in these images? No answer we are interested in establishing a window when the device may have become discontinuous. Please have a look on question nr 1. Please share any additional images. Is a replacement linx or fundoplication planned? Not yet. When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? I will try. When and if the linx device is removed, may we ask that the device be returned for analysis? Yes. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: the reported lot number 18604 is a shipping lot number, not a finished goods (device) lot number. Can you please send us the correct lot number? H10, d4: d4 should be blank. No correct lot number has been received yet.